Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired and/or the fiber was damaged at the tip at 65,985 joules. Also, it was reported that there was a decrease in fiber vaporization efficiency. The device was not returned for eval.